Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based on the reported info.

Event description:
Customer initially reports a broken tip on (B)(6) 2014, dentist reports no harm done. He was doing an extraction when the tip broke off and was retrieved from floor of mouth gauze was previously placed as screen protector to prevent swallowing parts. No radiograph taken because fragment matched with the elevator.